Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA on 05/05/2011.

Event description:
The customer reported the image disappears sporadically. If the monitor is then turned off, the entire device shuts down. After a restart, everything works again for approx 30 mins.